Event description:
Caller reported that the insulin gauge on their pump displayed a different amount than expected, indicating a fill estimate issue with a static value of 36 units despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support explained that this issue can happen due to a large variance in pressure measurements, which affects the calculation of remaining insulin. Once the actual insulin amount matched the static display, the estimate would resume counting down normally. The caller understood and acknowledged the explanation.